Manufacturer narrative:
We are in contact with (B)(6) from (B)(4) center cell therapy lab, and she will return the broken cryotube, which will then be examined to evaluate the possible root cause. Nunc a/s had a phone conversation with (B)(6), where we asked into their procedure when freezing the tubes. We learned that their procedures did not follow our instruction which indicate, that a cryoflex should be used to protect the tube prior to freezing. We received a copy of their procedure afterwards, which supported the information given by (B)(6). Before we receive the tube and we can start our root cause investigation, our assumption is that this malfunction (crack) of the cryo tube is due to the fact that the tube was not protected wtith cryoflex prior to freezing.

Event description:
The user informed us that the bottom of the vial was cracked and there was a tiny hole underneath which led to product loss after the thaw. The detail material lost is stated as: 177.96 x 10^6 cd34 cells for the patient, based on a weight of 85.6 which satisfy minimum single dose of stem cell transplant.

Manufacturer narrative:
We are in contact with (B)(6) from memorial sloan kettering cancer center cell therapy lab, and she will return the broken cryotube, which will then be examined to evaluate the possible root cause. Nunc a/s had a phone conversation with (B)(6) , where we asked into their procedure when freezing the tubes. We learned that their procedures did not follow our instruction which indicate, that a cryoflex should be used to protect the tube prior to freezing. We received a copy of their procedure afterwards, which supported the information given by (B)(6). Update (B)(6) 2022: summary of the engineering evaluation: there initial indication is that there is the failure did not occur due to production or assembly error. The likelihood of a failure of this magnitude is low and the likelihood of detection by the qc system is high. The mechanical forces required to cause damage as seen is much higher than what the system uses. The likely hood of visual detection before freezing is high as in our test, fluid ran straight through the failure area. The conclusion is that the tube was operating as intended before freezing cycle started. Analysis: the critical failure point does not follow any conventional failure modes or mechanisms bought on by part design or flow of polymer during moulding. The failure occurred mid in the thickest part of the tube and away from stress points as material join lines or sharp edges. All attempts to re-create the failure mechanism during production and assembly was un-successful. Even with numerous runs consisting of fail equipment set-ups and pre-damaging parts with a hammer to ensure wrong handling did not result in any fins fracturing off. No tensile or impact equipment was available to measure exact forces. Conclusion: the indication is that the critical failure point was bought on by external environmental factors during the cryo phases. It was not possible in this study to re-create the failure mechanism during the moulding, de-moulding or assembly steps. The indication is that the mechanical forces required to even slightly damage a fin is greater than the forces acting on the tube during the production process. This root cause investigation support our first assumption that was that this malfunction (crack) of the cryotube is due to the fact that the tube was not protected with cryoflex prior to freezing.